Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence and atrophy. It was noted that the device was not cycling and needed to be resized. The cuff length was oversized. The existing aus was explanted and replaced. There were no further patient complications.